Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was not confirmed or duplicated. No repairs for this issue were required. The following components were replaced due to contamination/discoloration or cosmetic issues. The blower assembly, blower bellows, blower mount, internal battery door, rear cover, base assembly, cooling fan assembly, fan retainer, main housing, machine flow sensor, blower cap, blower chassis plate, muffler assembly, air inlet foam filter, system tubing, blower chassis tubing, fio2 tubing, low flow o2 tubing and particulate filter. The device was tested and passed all final testing.